Event description:
It was reported that the ventilator ceased to function suddenly while operating on a pt. The pt's mother disconnected the unit from the ac power and the unit alarmed frantically. The unit continued to alarm until the service tech at nmi gave instruction. Please note that there was no death or no severe injury involved in the incident.